Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. Age or date of birth & weight requested. Additional information in describe event or problem.

Event description:
Update - as of 2018-07-23, patient's symptoms are resolving. No further follow-ups are expected, since the clinic has not respond to our follow-up inquires.

Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment.

Event description:
Patient reported a burn in left axilla 1 week post miradry treatment. The patient returned to the treating clinic for a physical examination. No medication or treatment was prescribed by the treating clinic. The treating physician recommended washing the affected area with soap and water. Around 3 weeks post-treatment, an abscess developed. The patient received medical treatment for the abscess at a hospital. Will continue to monitor the patient's recovery.